Event description:
The baxter continu-flo solution set with duo-vent spike (number 10) was found to have one of the injection port sites leaking. When the propofol was started through the tubing, the propofol was leaking from an injection port onto the floor. This was immediately noticed. No harm done to the patient. I've noticed this happened on the IV tubing with the new black ink writing on the packaging (previously we had packages with blue ink writing). Md was notified, who communicated with all providers.